Event description:
It was reported that a 55-year old caucasian female patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses and suffered bilateral breast implant deflations. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2022, mentor received additional information indicating that the correct of implantation was in the year 1997. On june 27, 2022, the mentor failure analysis lab received the device for evaluation. On june 29, 2022, mentor became aware that the patient's implants were replaced with the following: (left) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9714335 sn: (B)(6) and (right) 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 9714335 sn: (B)(6). On june 30, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior aspect of the saline smooth breast implant, measuring approximately 2.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.